Event description:
It was reported that rf telemetry could not be established. A telemetry wand was used instead. No adverse consequences were reported for the patient.

Manufacturer narrative:
(B)(4).